Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event. The root cause of the event was likely due to procedure related factors (chest compressions). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02766.

Event description:
Edwards received notification from our affiliate in (B)(6) that during a 23mm sapien xt transcatheter valve case in aortic position by transfemoral approach, device embolization occurred. As reported, the delivery system balloon was prepped with 2ml added to the nominal volume. The volume was increased to firmly hold the valve in place. The 1st 23mm valve was positioned in the sinus of valsalva. However, the patient's stats started to drop and attempts were made by the anesthetist to stabilize the patient, while a second 23mm sapien xt valve was prepared for deployment with 20 ml. Afterwards, chest compressions were needed because the patient's stats were extremely low. After the intervention, the patient's stats started to improve and when the patient was stable enough, the valves could be seen again. At this point, the valve that was deployed first was stuck in the left ventricle outflow tract (lvot), and the second valve had migrated to the descending aortic root. The decision was made to put the patient onto bypass, and to convert to a surgical procedure. The valve in the lvot was removed successfully, and a surgical valve was implanted into the aortic position. The decision at last communication was that team would attempt to remove the valve in the descending aortic root, but if this proved difficult, it will be left there for the time being, and observe the patient in ICU. As per last follow-up, unfortunately the patient passed away. As per medical opinion, the root cause of the embolization of the first valve was tension in the delivery system and the root cause of the embolization of the second valve was very difficult to establish as they had to start with chest compressions immediately after the valve was deployed. The cause of death was that the patient was unable to come off bypass.